Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with 500 units. The customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump until replacement pump is received.